Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair with vault suspension procedure using a pinnacle anterior/apical pfr kit, the needle detached, outside the patient, as the physician was pulling the first mesh leg through the sacrospinous ligament. As the physician pulled the second mesh leg through the other sacrospinous ligament, the dilator bunched and developed a small crack down the length of it, but remained intact and nothing detached. The physician was able to straighten out the dilator and pass the mesh leg through the sacrospinous ligament. The physician completed the procedure with this device, without complications to the patient.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).